Event description:
It was reported that the patients implantable pulse generator (ipg) had difficulty communicating with the remote control. It was also noted that the ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.